Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable albt2 tina-quant albumin gen.2 result for one urine patient sample tested on the cobas 6000 c (501) module analyzer. The initial result was automatically reported outside of the laboratory before it was detected. The clinician stated that this result could not be correct which prompted a rerun. The analyzer automatically reran the sample. The sample was also rerun by the reporter. The sample had an initial result of 5.70 mg/dl. The first repeat result by automatic rerun was 193.54 mg/dl. The second repeat result was 110.56 mg/dl with a data flag. The third repeat result was 191.01 mg/dl. The reagent lot number is 592401. The expiration date was requested but not provided.

Manufacturer narrative:
The investigation determined the event was due to a preanalytic issue at the customer site. Preanalytic's are within the customer's responsibility. There was no indication of a device malfunction.